Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v681796, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
The patient reported a loss or change in therapy. Therapy was reported to be on but the patient was not feeling stimulation. It was noted that the patient had recently had their deep brain stimulation (dbs) implants replaced. The change in therapy/symptoms was noted to be sudden. He had turned the ins off because he was going to have the surgery on (B)(6)2015. No problems had occurred prior to the surgery. He was able to urinate once after surgery, but he noticed his penis was hard and he couldn't urinate on (B)(6) 2015 and this lasted until the day of this report. He went to turn on the ins on (B)(6) 2015 and was not feeling stimulation. He tried all the programs and on program 3 at 1.3 volts he got the upper limit reached. He was not able to feel stimulation and he was not able to sleep because the ins was not helping with the symptoms. His bladder started hurting on (B)(6) 2015. He didn't have his medication and his wife brought it but the medication and stimulation together would normally help his bladder. The medication was noted to have helped with the pain in the bladder. The night prior to this report, the patient had used 4 pullups and he never did that; he would normally use 2 a day. Additional information received from the patient reviewed that he had been unable to urinate after surgery, he had pain in his bladder, and his penis was swollen. He was released from the hospital on (B)(6) 2015 without being seen by a urologist or having the issue resolved. By then he had turned his unit down to 1.8 volts because it would not give the sensation it should have. No matter what program he put it on, it would not work. At his healthcare provider (hcp), they put a catheter in him that stayed in for a week and also put him on a new medication along with his other medications so he would not have leakage. When the catheter was removed, he urinated and then they injected him with 12 milliliters of sterile water and they had him walk around and had 16 ounces of iced tea. After that, he could not urinate and they put another catheter in him of which he still had as of (B)(6) 2015. It was noted that he had turned stimulation up to 2.25 volts on (B)(6) 2015 and started getting pulsation. As of (B)(6) 2015, he had been up since 5:05 and had not emptied the bag yet. He had retained about 400.5 milliliters and he could tell when he had to go, which was about once every hour. It was also noted that the patient was not able to turn stimulation on and off. The functioning of the on/off buttons was reviewed. Relevant medical history included urinary dysfunction/sacral nerve stimulation. This event will be updated if additional information is received.